Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a damaged grommet.

Event description:
It was reported that the patient presented to the emergency room (ER) with loss of capture and high thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event. (B)(6) 2014: it was further reported that during the implant of this lead pauses were noted on the new implantable pulse generator (ipg) which appeared to be ventricular oversensing. Device checked using sterile sleeve and parameters within normal limits. No oversensing seen during check, but seen again when applying dressing. Pocket was then reopened and device and leads evaluated. Leads were disconnected, tested and reattached. Unable to reproduce oversensing while device was outside of the pocket. Leads were then reconnected and device was placed back in the pocket and closing of the pocket was resumed. Oversensing was seen again on monitor. Rv lead was then repositioned, tested and reconnected to device. Again unable to reproduce oversensing until device was placed back into pocket. Physician requested a new device at this point. Leads were removed from old generator and placed in new one without further oversensing seen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.